Manufacturer narrative:
Follow up # 1 ((B)(4) 2011)- device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. On (B)(4), 2011 the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient contacted lifescan (B)(4) alleging an inaccuracy issue with the subject meter. The patient obtained blood glucose results of "12.x and 6.x mmol/l" with the subject meter, performed within 20 minutes of each other. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. There is no indication that the product caused or contributed to an adverse event; however, this complaint is being reported because the calculated difference of these glucose results exceeded lifescan's criteria for precision testing. Replacement products were sent to the patient.